Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2005; 6947 implantable tachy lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 96% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product event summary: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.